Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of low voltage, power cable disconnect, and no external power alarms was confirmed via submitted log files. Submitted log files revealed the following: on (B)(6) 2025 at 10:56:05, a low voltage alarm and power cable disconnect alarm occurs due to the bus voltage dropping below alarming threshold. The bus voltage continues to drop and at 10:56:09 a no external power activates. The continuous drop of bus voltage is consistent with the user being connected to the mobile power unit (mpu) and the mpu losing external power. The no external power alarm clears once external power is restored to the black power cable at 10:56:18. The low voltage and power cable disconnect alarms clear once external power is restored to the white power cable. During this interruption of external power, the backup battery functions as intended and supports the system without pump function interruption. Multiple intermittent atypical low voltage alarms associated with the relative state of charge (rsoc) and/or the bus voltages intermittently measuring below respective alarming thresholds are observed throughout the log file while connected to 14v battery power. Multiple intermittent atypical power cable disconnect alarms associated with rsoc invalid faults are also observed throughout the log file while connected to 14v battery power. Pump operation was not affected. The returned system controller (serial number: (B)(6) underwent preliminary and functional testing and passed all steps without issues. The reported alarms were unable to be reproduced. Additionally provided information revealed that replacing the system controller resolved the alarms. A root cause for the reported events was unable to be conclusively determined through this investigation. The device history records were reviewed and the records revealed no deviations from manufacturing and qa specifications. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms. Heartmate 3 instructions for use section 8, entitled ¿equipment storage and care¿, and heartmate 3 patient handbook section 6, entitled ¿caring for equipment¿, explain how to properly care for the equipment, including the controller and the power cables. Heartmate 3 patient handbook section 2 ¿how your heart pump works¿ and heartmate 3 instructions for use (IFU) under section 2 ¿system operations¿ explain the system controller user interface, including the display screen and all buttons, lights, and symbols. Heartmate 3 patient handbook under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU) under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the low voltage advisory alarm conditions, and the actions to take if the alarms cannot be resolved. Subsection ¿what not to do: driveline and cables¿, inform the user to check the system controller power cables for twisting, kinking, or bending which could cause damage to the wires inside. This section informs the user not to ¿twist, kink, or sharply bend the system controller power cables¿ and states ¿if the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten¿. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had low voltage and low voltage hazard alarms when changing from mobile power unit (mpu) power to battery power. The patient reported that their batteries were fully charged, and that the alarms continued despite switching to their backup batteries and battery clips. The external battery power showed 4 bars. Log files were submitted for review and captured the reported low voltage advisory and hazard alarms, as well as a few no external power alarms during the low voltage events. Also noted where power cable disconnect alarms that were not associated with power source changes, occurring on both the black and white power cables. The system controller was exchanged, which resolved the alarms.